Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: radiological technologist . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a right leg intervention via left common femoral approach, the destination sheath was stuck and when the sheath was pulled it separated. A cut down was performed, and the sheath was removed. The patient was closed; however, then returned for a left leg angiogram via the right common femoral artery because the below knee arteries had clotted off. The blood loss was greater than 250cc's. The patient was in stable condition. Additional information received 14-december-2021: the inner coil was exposed. The user facility stated they suspect that the access may have been through a previous self-expanding stent.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 7fr destination was returned for product evaluation. The returned sample included the sheath. An 8fr non-terumo sheath was also returned. The returned sample was subjected to visual analysis. The sheath was in two pieces. A piece not coil was also returned not inside any sheath. The first piece was found to be 39.7cm long. There were signs of stretching and flattening that began at 39.0cm from the sheath hub. The second piece was 7.5cm long. A slit was found on the shorter piece that run along most of its length. No coil was found present in the shorter sheath. The complaint can be confirmed for mechanical separation. The exact root cause cannot be determined. The likely root cause is that the destination sheath got caught on the stent. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.